Event description:
It was reported that during an interrogation, the left ventricular (lv) lead did not present with capture with any vector. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.